Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten his basal programming. The customer reported that they experienced high blood glucose. The customer reported that the insulin pump had under delivery anomaly. The customer indicated that the basal settings were not set up and it led to the event of high blood glucose. Troubleshooting was performed. The customer was assisted in setting his carelink password. The insulin pump will not be returned for analysis.